Manufacturer narrative:
The reason for the reported event cannot be confirmed from the information provided, but may have been due to tibial loosening. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, or relevant clinical information were not provided. B3: corrected. D1: corrected. D4: corrected. G4: corrected. H4: corrected. H6: corrected health effect, component, and investigation clinical codes.

Event description:
It was reported that a patient inquired about a 3d products ability to be used for revision. They were looking for any data concerning using this new product as a revision, where it was attempted, and who the surgeon was who did it. It was indicated the patient had a standard ankle implanted a year prior and it had come loose. No further information.

Manufacturer narrative:
Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.